Manufacturer narrative:
Date of event - implant believed to be carried out sometime in (B)(6) 2015 - exact date unknown. (B)(4). Method - no testing or review could be carried out as no device details or device has been received. Result - no results at this time as no evaluation could be performed. Conclusion - device discarded by user therefore no physical analysis possible. Unable to confirm complaint - no images of event or device returned; therefore, unable to confirm complaint. Conclusion not yet available , evaluation in process - no conclusion available however vascutek is attempting to gather further information on this event and will report findings in next follow up / final report. Discarded by hospital.

Event description:
Vascutek was informed of this event as follows; blood leakage from aortic vent needle hole. Graft was replaced with competitors device.

Manufacturer narrative:
Unable to confirm complaint. - vascutek has been unable to retrieve any further information on this event. No CT scans or images of complaint graft have been received and no graft was returned for investigation therefore vascutek could not investigate further or determine root cause of event. Vascutek's IFU for gelweave devices indicates "if de-airing is required the smallest possible needle should be used, 19 gauge is normally sufficient. Hypodermic needles have a cutting point which may result in blood leakage and may require repair by suturing" no information was received from site which type or size needle was used to create aortic vent hole. A 5 year review of similar complaints, specifically leakage from aortic vent needle hole was completed. No other similar complaints have been received which gives a low occurrence rate of (B)(4). Vascutek now considers this complaint closed however the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time.

Event description:
This report is being submitted as a follow up / final report for MFR#9612515-2016-00020 to provide additional information regarding the event and vascutek's investigation.